Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. During removal of the clip delivery system (cds), the steerable guide catheter (sgc) lost fluid column. The air was successfully aspirated and the cds removed. During insertion of the second cds, more air entering the sgc which was unable to be aspirated. The second cds was removed from the sgc, the air was able to be aspirated. One clip was implanted, reducing the mr to 1, and the procedure was discontinued. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.